Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was difficult to open and some bleeding occurred. The surgeon used another instrument to complete the procedure. The hosp has reported that the pt's condition is satisfactory.